Event description:
The pt reported the infusion device does not properly display e4 (occlusion) error and she believes the device delivers too little insulin. Two weeks prior to the report her blood glucose elevated to 500 mg/dl. On (B)(6)2010, her blood glucose elevated to 450 mg/dl at 10:30am and she bolused through the infusion device. At 12:30pm, her blood glucose measured 450 mg/dl and she bolused 10 units of insulin through the infusion device, she stated no insulin was delivered. She switched to her backup infusion device and at 2:15pm her blood glucose measured 100 mg/dl. She stated the infusion device has been dropped several times on the floor. She changes the infusion site every 3 days and the infusion tubing every 10 days. She was advised on recommended usage for the infusion set. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.